Event description:
Wires coming out during use. Manufacturer response for robotic bipolar forceps, davinci xi (per site reporter). Reported to vendor. RMA/complaint # issued. Product returned for credit.